Event description:
It was reported that a minimum fill notification occurred when caller attempted to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pneumatic tap area as instructed, reloaded same cartridge, and successfully loaded cartridge onto pump and resumed insulin delivery.